Event description:
Caller states that during a correlation study the following results were obtained: pt 1: 3.0 inr on coaguchek system 1 and 2.1 inr/2.2 inr on additional coaguchek systems. Pt 2: 2.5 inr on coaguchek system 1 and 3.4 inr/3.3 inr on additional coaguchek systems. Pt 3: 2.5 inr on coaguchek system 1 and 2.0 inr/1.9 inr on additional coaguchek systems. No action taken on coaguchek system 1 results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No pt info provided. This medwatch report is for suspect device in coaguchek system 1.